Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. All stents within the lot passed visual inspection for stent diameter specifications. The device was implanted in the patient and is not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that after deployment of the fred stent, the proximal end did not open. However, after a few maneuvers, the proximal end opened and the stent was implanted without any issues or injury to the patient.